Manufacturer narrative:
Cannot confirm serial number. A follow-up report will be submitted upon completion of the investigation. Several telemetries on the ward would drop connection with the network and on the monitoring centrals and technical alarms appeared as ¿no data" or "no tele¿ and the ECG monitoring disappeared from the centrals. The customer stated this happened several times a day, on several beds on the wards, and with several different telemetries and had escalated most recently.

Event description:
The customer was experiencing "dropouts" among multiple mx40 devices occurring daily which would last from 1 to 2 minutes. There was no allegation of patient injury or harm. The system/network was in use monitoring multiple patients. No adverse event involving patient or user was reported.